Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ shielded IV catheter during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "both lots of 20 and 22g were failing and still are."

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ shielded IV catheter during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "both lots of 20 and 22g were failing and still are.".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two used retracted units, two unused units, and one loose catheter adapter assembly. During the visual examination of the used units, it was observed that media had entered the flash chamber but no leakage was observed beyond the vent plugs. Unfortunately, bd could not conduct a leakage test on the used units due to already present media potentially affecting the accuracy. Leakage testing was conducted for the two unused units and no leakage or damage was observed. The defect leakage beyond the control plug was not confirmed based on evaluation of the returned unit. The needle tips were inspected microscopically and the tip quality was assessed. One of the used units was found to have an unacceptable tip quality rating confirming the reported defect of needle dull/blunt. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment due to the unit having been used. A device history record review showed no non-conformances associated with this issue during the production of this batch.